Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this event is not reportable. Upon further investigation, this event is not reportable. A review of reporting software for similar events (luer lock separation/damage at the hub) does not indicate a previous incident of patient harm from the complaint device or similar devices. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.

Manufacturer narrative:
Device available for evaluation: unknown. Occupation: unknown. Report source: other: country of origin: (B)(6). PMA/510(k) #: k170008. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an osteo-site bone biopsy needle was used in an unknown patient during an unknown procedure. The operator reported ¿after the introduction of the device and when connecting the white part it breaks, making the device unusable.¿ the device was recovered and discarded. Information regarding the patient outcome is currently unknown. Additional information regarding the event has been requested but is currently unavailable.